Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial (agility (bdpi-20-010) of a non-commercially available device (bd¿ low profile vascular covered stent (lpvcs)), the subject underwent target limb re-intervention on the superficial femoral artery on left limb using a commercially available lutonix balloon when an adverse event of vessel dissection occurred. The severity and adverse event relativity with the device or procedure were not reported. The lesion was stented. The current status of patient is unknown.

Event description:
It was reported through the results of the clinical trial (agility ((B)(4)) of a non-commercially available device (bd¿ low profile vascular covered stent (lpvcs)), the subject underwent target limb re-intervention on the superficial femoral artery on left limb using a commercially available lutonix balloon when an adverse event of vessel dissection occurred. The severity and adverse event relativity with the device or procedure were not reported. The lesion was stented.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as serious injury. G3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.